Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 4:36 pm, the meter result was 3.6 inr. At 5:00 pm, the laboratory result using an unknown reagent was 2.53 inr. This result was believed to be correct and no treatment was given or adjustment made to the warfarin dose. The therapeutic range was 2.5-2.9 inr and the patient tests every two weeks.

Manufacturer narrative:
The patient believed she had the wrong code chip in the meter. Per product labeling, "every time you open a new box of test strips, you must replace the code chip. Make sure the thee digit code number on the test strip container and the code chip match." The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Vial 1 testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Vial 2 testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.1 inr, qc 2: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer .